Event description:
The account alleges that the head down and hi/low up functions both have unintentional movement.

Manufacturer narrative:
The tech cleaned the fluid off of the motor cover and the control board, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.